Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that when connecting the ipg after the lead revision procedure (reference MFR #'s 3008829311-2017-01073,3008829311-2017-01074) the ipg could not communicate and was deemed inoperable. Reportedly, ipg was not put in surgery mode prior to the procedure. Surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
Additional information identified that therapy was restored post-operatively.

Event description:
Additional information identified that issue of inoperable ipg has been resolved.